Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a hazard alarm relating to their power. They stated that the piece connecting the power cable and batteries to the system controller was slightly loose. The patient pushed the part back in and the alarms resolved. The piece appeared stable and not loose when assessed in the clinic. Following review of the submitted log files, it appeared that there were no low voltage events. Based on the data visible in the log file, it appeared that the mechanical circulatory support (mcs) equipment was operating as intended both electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was not confirmed via the submitted log files. A review of the submitted controller event log file contained events from 24jan2026 ¿ 26jan2026. There were no notable events or alarms captured in the file. The system appeared to function as intended at the set speed. The system controller, serial number: (B)(6), was not returned for analysis. No product was returned for evaluation. The root cause for the reported alarm could not be conclusively determined throughout this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to address all system controller alarms. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.